Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event. No further investigation into the root cause of this event can be performed without device return and evaluation.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted at implant, and replaced with another edwards' bioprosthesis. Through follow-up, it was learned that the valve was explanted due to a jet of significant insufficiency. Operative report indicates, "the valve was seated at the top of the aortic annulus and sutures were tied...patient is weaned from cardiopulmonary bypass under tee guidance. Post procedure echocardiogram is performed...there appears to be a jet of significant insufficiency which was most notable on the transgastric view". The operative report states nothing to indicate a device malfunction related to this event, no further information provided.